Manufacturer narrative:
No product will be returned. No investigation was performed. The root cause of this failure was not identified.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the primary set IV line spontaneously disconnected at the distal end luer connection to a non-carefusion needleless valve during an etoposide infusion. The medicine bag & IV tubing were discarded and the "post-hydration" infusion was restarted. There was 51 mls of etoposide drug remaining from the disconnected infusion, which was ordered for administration once pharmacy mixed a new bag. There was no report of patient harm.